Event description:
It was reported "catheter placed on (B)(6) 2022. Catheter cut at 40 cm with 2 cm of extravascular tract. Anchored with securacath system. On (B)(6) 2022 there is evidence of fluid leaking from insertion point during flushing. Removed catheter shows cracking 6 cm from point 0. One week before removal performed CT scan with mdc from the catheter. Catheter removed and need for re-insertion for continued cancer therapy."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw2780 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refw2780) have been reported from the same facility in italy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported "catheter placed on (B)(6) 2022. Catheter cut at 40 cm with 2 cm of extravascular tract. Anchored with securacath system. On (B)(6) 2022 there is evidence of fluid leaking from insertion point during flushing. Removed catheter shows cracking 6 cm from point 0. One week before removal performed CT scan with mdc from the catheter. Catheter removed and need for re-insertion for continued cancer therapy."